Event description:
The reporter that the animas pump is not keeping accurate records of the bolus doses. According to the reporter, about 20 percent of the bolus insulin doses are missing. During the troubleshooting session, the animas representative bolus amounts with futures dates. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the unresolved incorrect history record.

Manufacturer narrative:
(B)(4):there were no bolused dated (B)(6) of 2012 in the pump history. During testing, boluses were performed from the pump and the meter and all boluses were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).